Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, battery status shows used battery capacity of 1558.7 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) interrogation an error was displayed "the battery calculation could not be done, to save a copy of the interrogation and to call representative". The facility was advised that error is a known issue, and the battery voltage and impedance are correct and the error will not impact the normal elective replacement indicator (eri) of the device. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.